Event description:
The hospial reported a slight pink color in the heater cooler water five minutes after initiating bypass. This unit was changed out without incident and the patient was not affected.